Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. . H6: device code 2017: failure to follow steps/instructions.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an interventional procedure for premature ventricular contractions (pvc). Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. The sutures of one new proglide device were successfully pre-placed. The sheath was upsized to a 9.5f and the pvc interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.